Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The ventilator was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, power management board and internal battery. The system board, power management board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a short circuit to the blower motor hall affect sensor. The power management board and internal battery were evaluated and found to operate to design specifications.